Event description:
It was reported that the patient had no stimulation sensation and a loss of therapeutic effect. She tried increasing her three programs and still could not feel stimulation. Other reprogramming was unsuccessful. The patient had several falls from a ladder and had broken her lead. Surgical intervention was required and the patient was no longer experiencing problems. Further info is being requested from the hcp.